Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that there were two episodes recorded with the device capture management that resulted in a speed up of the ventricular rate, with atrio-ventricular dissociation. The capture management was later programmed off. The device remains in use. No patient complications have been reported as a result of this event.